Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an incorrect threshold suspend alert with a blood glucose level of 73 mg/dl and a sensor glucose level around 40 mg/dl. Blood glucose level at the time of the call was 119 mg/dl. The sensor was not replaced or returned for analysis.